Event description:
The customer reported the image intensifier input exposure in mag 2 is 50% higher than the input exposures for similar c-arms. This input exposure in mag 2 should be reduced to maintain pt exposures as low as reasonably achievable. For this system they saw an increase of 54% from normal to mag 1 and a 100% increase from mag 1 to mag 2. Also, the iris collimator is slightly asymmetric. When you bring the collimator in, one side comes into view well before the other side is visible.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.